Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology due to restricted posterior medial leaflet and user technique/procedural conditions associated with difficult visualization. The reported recurrent mr was a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: on (B)(6) 2017, a second mitraclip procedure was performed for grade 4 mitral regurgitation (mr). The clip delivery system (cds) was advanced. Grasping was difficult directly beside the detached clip; therefore, the clip was moved and deployed successfully, reducing mr to grade 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. It was noted that the echocardiogram window was not clear in lvot due to the patient anatomy. On (B)(6) 2017, a follow up via trans thoracic echocardiogram was performed which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr increased to 4. The patient is currently stable and an additional procedure has been planned for a later date. No additional information was provided.